Event description:
The technician alleged, the bed is stuck in brake mode. No pt impact.

Manufacturer narrative:
The technician found the brake detent mechanism was broken. The technician replaced the brake detent mechanism to resolve the issue.